Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of baclofen at 440.2 mcg/day via an implantable pump for intractable spasticity. It was reported a motor stall seen at initial interrogation. The patient had recently had a magnetic resonance imaging procedure (MRI). It was unknown if the MRI procedure was due to a problem with the pump or therapy. The MRI was due to confusion and respiratory issues. The motor stall had not recovered and it had been more than two hours since exiting the MRI field. Motor stall considerations were reviewed. It was reviewed to periodically interrogate the pump. No symptoms were reported. It was indicated the event occurred on (B)(6) 2019. No further complications were reported or anticipated.